Manufacturer narrative:
All of the operating currents are within specification. Off no power alarms functioned properly. No unexpected frozen screen display and no button error alarm noted during testing. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump also had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for button error. Blood glucose reading was unknown at the time of the call. No significant events were recalled leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.